Event description:
It was reported that several vts were misclassified as svts during an arrhythmic storm. The patient was reportedly resuscitated. Device remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. A total of 19 episodes were documented, of which 5 were classified as svt. Inspection of the available iegms of episode no. 6, 8 and 10 revealed, that these episodes were regularly classified as svt due to a too small deviation in morphology compared to the signal morphology during sinus rhythm. Please note, that the morphmatch algorithm uses the far-field signal for assessment. For the assessment, a morphology reference is calculated while the patient is in sinus rhythm. In case of a tachycardia episode, the signal morphology during this episode is compared with the sinus reference. For episode no. 6, 8 and 10 evaluation showed that the difference of the far-field signal compared to the sinus reference was to small, leading to a regular svt classification. In episodes 12 and 15, svt was detected in accordance with the specification due to the onset criterion not being met. Further extensive analysis of the data available for analysis revealed no indication of a device malfunction. The ICD functioned as expected according to the programmed parameters and heart signals of this patient. Should additional relevant information become available, this investigation will be updated.